Event description:
During phaco irrigation aspiration cataract extraction left eye with intra-ocular lens implant, the phacoemulsifier hand piece malfunctioned causing the pt to have a corneal burn. Chiron notified of problem. Communication with chiron and ecri to investigate occurrence.